Manufacturer narrative:
The surgeon replaced the sheared device with a new tibial insert. The cause of the sheared post is unk.

Event description:
The patient's physician chose to perform a revision of the knee due to observed swelling. During surgery it was observed that the post of the insert was sheared off. No infection was found by the physician.